Manufacturer narrative:
Please note that "study" was selected in section g3 for report source; however, additional information received on 14-nov-2017 indicated that this was not from a clinical study. This report is associated with MFR report number: 3005168196-2017-01890 and 3005168196-2017-01892.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2017-01890 2. 3005168196-2017-01892. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage (sah) using penumbra smart coils (smart coils). At different times during the procedure, the physician was unable to advance three smart coils into the hub of a non-penumbra microcatheter. Therefore, the smart coils were removed and the procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.